Event description:
It was reported that a patient was revised approximately one year seven and a half months post implantation due to pain. There is no additional information available.

Manufacturer narrative:
(B)(4). D10- medical product. Femur cemented (ps) standard left size 10 item# 42500606801 lot# 65446547. Tibia cemented 5 degree stemmed left size f item# 42532007501 lot# 66008928. 2.5 mm female hex screw 25 mm length item# 42509902525 lot# 66327761. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the provided photo identified an explanted articular surface component covered in bio-debris. The condition of the device cannot be determined from the single photo provided. No product was returned therefore no further evaluations can be made. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.